Event description:
It was reported that approx. 95 months after the implantation shock impedance was intermittently out of range. X-ray was performed and no sign of fracture was found. In office follow-up visit showed normal measurements. The physician decided to check the values in the near future and eventually replace the lead.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The trend curves demonstrated stable shock impedance values around 70 ohms between (B)(6) 2017 with intermittent increases to >150 ohms between the end of (B)(6) and the beginning of (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.